Event description:
It was reported that the customer had problems getting insulin. Customer changed out his infusion set and realized that his blood glucose level was high. Customer's blood glucose level was 542 mg/dl. Customer gave 3 boluses and is still high. Troubleshooting was performed. Customer ran a manual prime and the insulin exited the tubing. Pump failed the high pressure test twice. Cannula is not bent. Customer was advised to change the entire set, reservoir, and insulin. Insulin pump will need to be replaced due to it not being able to detect occlusions/no delivery. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the pump had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window, a scratched case, a scratched keypad overlay, a scratched reservoir tube window, and cracked battery tube threads.